Event description:
The event was reported to vascutek as follows: two small holes were found on the gelsoft in question: during aaa operation, after the central side of the graft was anastomosed and declamped, blood started to leak on the right side of the front reference line, around the third crimp from the bifurcation on the right leg. The customer found two small holes there. He put two stitches with 5-0 then the blood leak stopped.

Manufacturer narrative:
Serial number supplied to vascutek does not correspond to an existing device. Vascutek has contacted site for correct information on serial or batch number. (B)(4). Vascutek is awaiting further information on device to allow review of device history and qc records.